Manufacturer narrative:
Client reported wheelchair collapsed (back not staying up) maintenance service attended and found frame to have snapped underneath seating. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
Client reported wheelchair collapsed (back not staying up) maintenance service attended and found frame to have snapped underneath seating. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).